Event description:
The report indicated that the customer experienced high bg readings (over 400mg/dl) with large ketones while wearing a pod. The pod was removed and replaced, at which time his bg levels began to lower. The suspect pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.